Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was partially deployed and the inner sheath was exiting the guidewire access port. When the remainder of the stent was attempted to be deployed, the inner sheath continued to exit the guidewire access port and the stent failed to deploy. The shaft was cut proximal to the guidewire access port and the outer sheath was retracted to release the stent. Microscopic examination of the inner sheath found that it was severely kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked inner lumen is likely due to anatomical/procedural factors and the most probable root cause is operational context. A review of the complaint database revealed that no other similar complaints exist for the specified batch. From the information available, the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was used during a biliary stent placement procedure on (B)(6), 2011. According to the complainant, the patient had cancer within the bile duct. The patient was noted to have tortuous anatomy; however, the biliary stricture was not dilated prior to stent placement. During the procedure, when the physician attempted to release the stent, significant resistance was encountered and the stent failed to deploy. The stent was attempted to be deployed several times without success. No obstruction was visualized which could have hindered the stent deployment. The stent was withdrawn from the patient. Upon removal, a bend was noticed within the stent delivery system. The procedure was completed using a plastic flexima biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Based upon the investigation results, which indicate that the stent was returned partially deployed on the delivery system, this is now considered a reportable event.